Manufacturer narrative:
The service engineer air in the reference reagent line. He replaced adjusted the reagent fluid pickup. All system checks were acceptable and the system was operational. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter complained of questionable ise indirect k and cl for gen.2 results for 1 patient tested on a cobas 8000 cobas ise module (double). The sample was repeated because the na result was accompanied by a data flag. The initial k result was 4.3 mmol/l and the automatic repeat result was 3.8 mmol/l. The sample was repeated on a different ise module and the k result was 3.7 mmol/l. The initial cl result was 103 mmol/l and the automatic repeat result was 118 mmol/l. The sample was repeated on a different ise module and the cl result was 116 mmol/l. No questioned results were reported outside of the laboratory. The repeat results were deemed to be correct. The k and cl electrode lot numbers and expiration dates were asked for but not provided.